Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced to the target lesion. The balloon was inflated; however, it ruptured at 6 atmospheres on the 4th inflation. The procedure was completed using a 2.5mm x 40mm coyote es balloon catheter . No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The coyote es catheter was received with a coyote es shelf box and carrier tube/hoop. The batch number on the packaging and device matched the reported batch. There was blood in the wire lumen. The balloon was loosely folded. The distal tip was damaged. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 6 atmospheres on the 4th inflation. The procedure was completed using a 2.5mm x 40mm coyote es balloon catheter . No patient complications were reported and the patient's status is good.